Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white particles on the shell and the weight the device within specification. After autoclave cycle were observed, cloudy color in the gel and bubbles. The device is considered intact and functional. Based on the device analysis, the final assessment is: intact and functional. No creases were observed on the device.

Event description:
Additional report of "any crease". Device has been explanted.